Event description:
The customer contact reported during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.